Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). The male connectors for air, o2 and co2 will likely be replaced. Livanova investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error code associated to the a/d converter during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected device was received in arvada facility. Visual inspection was performed. Evidence of debris in the fan unit of the gas blender was observed. Also, dried residue on the body of the gas blender could be observed. However, these findings are not possibly related to the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the involved unit was manufactured in 2011 and according to the analysis of the complaints database no further events have been reported in the past. The affected device was returned to the manufacturer site for repair. The unit was tested and the reported error code was not reproduced. The unit worked within specifications. The device was cleaned and disinfected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the test performed on site and on the results of the investigation carried out for similar cases, the reported event could have been caused by poor contact between internal components due to oxidation/dirt accumulation which was likely resolved by reaseating/cleaning of contacts during service activity.

Event description:
See initial report.